Event description:
A pt was reported to have expired while using a portable volume ventilator. Based on info received from the pt's home-care co, this is what occurred. The pt became disconnected from the machine. The low pressure alarm reportedly sounded to warn of the disconnect. The caregivers evidently did not respond to the alarm, and the pt was later found expired.